Manufacturer narrative:
Batch review performed on 07 jun 2019. Lot 165401: (B)(4) items manufactured and released on 11-nov-2016. Expiration date: 2021-11-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. One other device was involved in the complaint stem: amistem h 01.18.143 ha coated lat stem #3 lot. 165826 (k093944): (B)(4) items manufactured and released on 19-jan-2017. Expiration date: 2022-01-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: less than 2 years after primary cementless tha a revision is performed, for unspecified reasons. The stem could not be extracted. What appears to be a distal femoral fracture from the radiograph was judged by the surgeon not to be a reason for concern. The resection level is unusual and the shape of the bone at resection does not look normal, but we are unable to supply an explanation. According to report, the cementless components were well fixed to the bone, so we do not suspect a device malfunction.

Event description:
Revision surgery performed after 1 year and 8 months from the revision due to pain (no bone fracture, no stem loosening despite radiolucencies). It was impossible to extract the stem using the stem extractor (kalberer) and the surgeon decided to leave the stem in place. The ceramic ball head, acetabular shell, and liner have been revised.